Event description:
The report stated that during a kidney transplant, the generator kept giving a rem alarm. Pencil would work on and off while this was happening. The nurse checked patient for burns and pooled liquid and found none. After this happened a few times and nurse decided to change pads. Before the new pads were completely on and okay was given, the doctor pressed the activation button on the pencil and surgeon said there was output. They decided to use another generator and the surgery continued without incident. There was no patient injury. There were two incidents with this generator the other is on MFR report # 1717344-2008-00383.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.